Event description:
It was reported that the insulin pump had an inconsistently functioning motor and that the device had been unresponsive. The blood glucose reading was 200 mg/dl. The customer stated that he did not receive an alarm, and a battery replacement did not resolve the issue. He noted that he was not able to exit the preparing to prime loop to reach the status screen. The device would not go past the fill tubing step. He stated that he had discontinued use of the insulin pump for the past 15 days because of the malfunction. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.